Manufacturer narrative:
Evaluation: load cell.

Event description:
It was reported by service report that the zoom was going in and out on its own. No patient involvement or adverse consequences are reported.